Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: there were two (2) units were ruptured, previously submitted as one (1). H10:the actual device was not available; however, a photograph of the samples were provided for evaluation. A visual inspection was performed to the photograph which observed the ruptured bladders. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.